Event description:
Device 1 of 2. Ref MFR report#: 1627487-2014-23554. The pt reported heating while recharging. A replacement charging system was sent to the pt to address the issue. It was also reported the pt is experiencing intense pain at the ipg site, due to pt's ipg is pushing up into his ribs and sticking out. However, the ipg is not protruding through the pt's skin. The pt will undergo surgical intervention as the next course of action. On 08/01/2012 st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging nad raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.